Manufacturer narrative:
Sample information was not provided. Qc information was not requested but not provided. Bci field service engineer (fse) was dispatched for this event. Per the fse, the customer had changed the cl electrode due to routine maintenance but cl qc drifted high. Fse primed the ise, re-conditioned the flowcell, recalibrated cl, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the lab's unicel dxc 800 pro synchron chemistry analyzer generated low anion gaps. The customer did not specify which ion specific electrode (ise) analyte caused the issue. Results were not reported out of the lab. Subsequent testing on an alternate instrument generated higher anion gaps and these results were reported out of the lab. Multiple attempts were made to obtain more details but the customer discarded the data and could not say how many samples were affected or if the issue was caused by sodium (na), chloride (cl) or carbon dioxide (co2). No effect on patients was reported.